Event description:
Alliance registry. It was reported that restenosis occurred. The patient presented with myocardial infarction. The 50% stenosed target lesion was located in the mildly calcified left circumflex artery (lcx). Treatment with a 3.00 mm x 30.00 mm agent dcb was completed on 19 dec 2023. Coronary angiography was performed, and the 90% restenosis was noted in the lcx treatment area. On 17 dec 2024, revascularization procedure at the lcx was performed.